Manufacturer narrative:
A specific root cause could not be determined. The event was most likely due to a human factor, possible modular preanalytic analyzer (mpa) issue, or evaporation of the patient sample. Based on calibration and qc data provided, the performance of the analyzer was within the expected range.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported an ongoing issue with questionable ise indirect na, k, ci for gen.2 sodium results. Questionable results were received for two patient samples. Patient 1 initial result was 125 mmol/l and was reported outside the laboratory. The physician questioned the result and the sample was repeated on (B)(6) 2017 with a result of 143 mmol/l. Patient 2 initial result was 131 mmol/l and was reported outside the laboratory. The physician questioned the result and the sample was repeated on (B)(6) 2017 with a result of 152 mmol/l. This patient was a (B)(6). The customer pulled three old samples to see if any more were affected. The repeat results matched the original results for these samples. The repeat results were believed to be correct. The patients were not adversely affected. The sodium electrode lot number was u11. The field service representative found there was a possible sample integrity issue as all the samples in question were coming from the same doctor's office. A transportation issue was suspected. He performed ise checks, calibrated the ise, ran qc, and ran precision testing. All tests were within specifications. The customer ran qc. The instrument was running to specifications. The customer is going to continue to monitor the situation and educate the office staff.